Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, the customer believed that there was a blockage in the tubing. Customer began to change the pump supplies, and during the load sequence, a malfunction alarm occurred and the pump stopped all insulin delivery. Although requested by tandem technical support, the customer declined to perform troubleshooting. The malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported that they would administer insulin injections to treat their bg level.